Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. (B) (4) patient neck had severe angulation; greater than 60 degrees. Use of device with patient anatomy did not meet criteria for indications for use. Devices used did not follow sizing algorithm as stated in IFU.

Event description:
Patient presented with severe anterior angulation (off-label). On (B) (6) 2009, access and deployment of a 25-16-120bl bifurcated device and a 28-28-75l proximal extension were uneventful. There was good seal at the close of the original procedure. At 90-day follow up, CT revealed that the proximal extension had moved approximately 1cm causing a proximal type I endoleak. On (B) (6) 2010, the patient was treated with an additional 28-28-75l proximal extension and a palmaz stent with good results.